Event description:
The customer reported that elevated cardiac troponin (accutni) results were generated from an access 2 immunoassay system for two patients over two days. This is report is one of two and represents the initial erroneous elevated accutni result, within the risk stratification range of the assay, generated on (B)(6) 2011 for one patient sample. Repeat testing of the patient sample on the same instrument produced erratic results, still within the risk stratification range of the assay, but outside of labeled accutni assay precision claims. The elevated accutni results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The test sample was collected using a lithium heparin plasma tube without gel separators, and was centrifuged prior to testing. The sample was normal in appearance with no fibrin, clots or hemolysis present. The customer was uncertain as to how many times the sample was inverted or if the sample was a full draw. The instrument assay quality control results leading up to the event date were erratic. Instrument service checks performed prior to the event date recovered within specification. The customer did not provide specific patient information for this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed a type 1 customer feedback system verification of the instrument with all results passing within instrument specifications. The fse reported that changing reagent lots resolved the customer's issues regarding erratic accutni quality control results. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-05541, 2122870-2011-05617.